Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and the customer was able to restore system to operating as intended. (B) (4).